Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per a therapist at the nursing and rehab facility, the user was riding in the chair and bumped the joystick and it caused the speed to increase. The user then ran into a piece of furniture causing them to injure the right foot, and they received a cut. The user of the chair received medical attention. They cut on the right foot due to the incident. In a followup call, the same therapist stated that the consumer caused the incident to occur. She does not believe that there was a malfunction of product. The facility did assess the chair and it is working as intended. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 9 months old. The owner's manual part number 1143190 rev. K (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.